Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation determined the separation appears to be related to circumstances of the procedure. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox everolimus eluting rx coronary stent system device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary artery. The shaft of the xience pro x stent delivery system separated in two pieces during advancement. The device was removed and another stent was used to complete the procedure. The patient is doing well. There were no patient effects. No additional information was provided.